Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found the gasket was missing from the exhalation flow sensor. The se replaced the exhalation flow sensor and performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator generated an exhalation flow sensor diagnostic message. The ventilator was not in use on a patient at the time the event occurred.